Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula and needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received in the fully deployed position with the pink slide visible in the top housing window and the cannula fully deployed. The download data shows that the device completed both first and second prime before being deactivated, and no timeouts or drive stalls occurred that would cause a needle mechanism failure. Inspection of the device found no issues that would cause a needle mechanism failure. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were found with the device, it could not be conclusively determined when the needle mechanism deployed. The cause of the reported needle mechanism failure could not be conclusively determined.